Event description:
Related manufacturer reference number: 2017865-2022-44417. It was reported that the patient presented in clinic for a follow up. Device interrogation revealed noise oversensing on the atrial (ra) lead. During the explant the physician elected to explant and replace the ra lead and the right ventricle (rv) lead due to advisory. The patient was in stable condition.

Manufacturer narrative:
The lead was electively removed due to an advisory. As received, a partial lead was returned in two pieces. During analysis an insulation damage was noted on the cable lumen at 11.3 ¿ 11.5 cm and svc/re cable lumen at 17.5 ¿ 17.9 cm from connector pin consistent with friction to the device can.